Event description:
The motor device was returned without an alleged malfunction. During pre-testing of the returned device, it was discovered that the device was overheating. The device was not used in surgery as the reported condition was discovered during testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The device did not meet manufacturing specifications during pre-testing. (B)(4) evaluated the device. A functional assessment revealed that the device was getting hot. Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.